Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received motor error alarm. The customer's blood glucose level was 500mg/dl. The customer treated the high with bolus. Troubleshoot was conducted. The pump passed the displacement and manual prime testing. The customer was advised to monitor the device.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Additional information was received stating that the customer went to the emergency room due to the high blood glucose levels she experienced. The reported blood glucose reading at the time of the call was 587 mg/dl. Troubleshooting was performed and the pump passed the rewind and manual prime tests. Found multiple no delivery and motor error alarms in the alarm history. The customer was in the emergency room at the time of the call, and was awaiting treatment. The customer had to hang up the phone and could not provide further information at that time.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarm or excessive no delivery alarms were noted. The motor was tested outside of the device and it passed. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.